Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient had charged the implant to 3/4 in (B)(6) and it would not go any further. No symptoms were reported. No further complications were reported. Follow-up was conducted.